Event description:
Information received indicates the hi/low function ran down unintentionally.

Manufacturer narrative:
The technician found the hi/low switch on the right head side rail was stuck. The technician replaced the switch to repair the bed.